Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge dropped from 20% to 5% after being connected to a power source. The customer's blood glucose level was 130 (mg/dl). Review of the pump data logs by tandem technical support showed the battery dropped from 45% to 5%. Reportedly the customer would continue to use the pump for insulin therapy.